Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. Analysis of the heater tray/scale found that it was not obstructed and that it was functioning properly. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. Following the part replacement, a simulated therapy was re-initiated and completed without further complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient received a dc drain complication encountered error message during drain one of four of peritoneal dialysis therapy. The patient had drained 300 ml of an expected 1500 ml at the time of the alarm. The patient cancelled treatment and attempted to re-setup the cycler for therapy. On step three of setup, the patient received a heater bag not detected error message. During troubleshooting, it was discovered that when removing the previous set of supplies, the patient noticed fluid in the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue therapy without the cycler using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The patient received a replacement cycler and has continued with peritoneal dialysis therapy. Additional information was requested but was not available.